Event description:
It was reported by the patient's cousin that their implantable cardioverter defibrillator (ICD) shocked them multiple times, was a faulty device and faulty lead. Follow up could not be attained due to lack of specificity of event information. Device and lead disposition are unknown. No further patient complications have been reported as a result of this event.